Event description:
It was reported that during pt transport, the autopulse li-ion battery failed when used with the autopulse platform. The medic replaced the unit with a backup battery and the platform worked fine. No adverse pt sequelae was reported. Additional information received during follow-up with the customer: customer reported 1 to 2 compressions and then a battery error message appeared. The spare battery ran the rest of the code just fine.

Manufacturer narrative:
The product in complaint was returned to zoll circulation on (B)(4) 2013 for investigation. A supplemental report will be submitted once investigation is completed.

Manufacturer narrative:
Investigation results for the returned battery as follows: the reported complaint could not be confirmed. Visual inspection was performed and no damages were observed. The battery passed all testing criteria. A review of the archive was also performed and it was determined that the battery performed as intended.